Event description:
The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified one curved opening and white particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. The device will be explanted. This record relates to the left side.